Manufacturer narrative:
The event of "cellulitis, lymphadenopathy, infection (unknown onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cellulitis, lymphadenopathy, infection (unknown onset), pain, depression, edema, anxiety-product/procedure, headache-ndr, hematoma, infection (unknown onset)-ndr, sensation increase/decrease, malaise-ndr, lupus-ndr, inflammation/irritation-ndr.

Event description:
Patient representative reported unknown side ¿swollen and tender lymph nodes in underarms and throat¿, ¿cellulitis¿, ¿infection¿ and "depression", 'swelling" "anxiety", "hematoma", "numbness and tingling in arms, ". Additionally it was also reported ¿central sensitization syndrome with fibromyalgia features, memory issues, reoccurring thrush, severe hair loss, humming in ears, difficulty concentrating, panic attacks, and mood swings, night sweats, fatigue, pain around the implants, muscle damage burning sensations and constant throbbing near implant site and in underarms, swelling at implant site, intense migraines, severe unexplained weight loss, diagnoses of breast implant illness, unexplained body odor, respiratory issues, right chest rib concave with chest tightness on both sides, costochondritis, tietze syndrome, positive lupus symptoms, dry eyes and mouth, exacerbation of existing health conditions (thyroid) and severe emotional distress"; these events are not device related. Device has been explanted.

Event description:
Patient representative reported unknown side ¿swollen and tender lymph nodes in underarms and throat¿, ¿cellulitis¿, ¿infection¿ and "depression", 'swelling" "anxiety", "hematoma", "numbness and tingling in arms, ". Additionally it was also reported ¿central sensitization syndrome with fibromyalgia features, memory issues, reoccurring thrush, severe hair loss, humming in ears, difficulty concentrating, panic attacks, and mood swings, night sweats, fatigue, pain around the implants, muscle damage burning sensations and constant throbbing near implant site and in underarms, swelling at implant site, intense migraines, severe unexplained weight loss, diagnoses of breast implant illness, unexplained body odor, respiratory issues, right chest rib concave with chest tightness on both sides, costochondritis, tietze syndrome, positive lupus symptoms, dry eyes and mouth, exacerbation of existing health conditions (thyroid) and severe emotional distress"; these events are not device related. Device has been explanted.

Manufacturer narrative:
Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6), was manufactured under controlled conditions in accordance with the current manufacturing procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30013439 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for the period of aug 2019 through jul 2021, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.